Event description:
The customer contacted philips questioning the shock advisory decision for the first shock analysis, during a resuscitation effort. Two shocks were subsequently advised and delivered. The involved patient died. It has not yet been reported whether the device was a factor in the patient's outcome.

Manufacturer narrative:
A follow-up report will be submitted after philips obtains more information about this event.